Event description:
It was reported that the device would not deflate. There were no issues when inflating the device, but the balloon was cut in order to remove the catheter. The only unusual thing that was noted was that the plastic tube covering the balloon (sleeve) took a lot of force to remove.

Manufacturer narrative:
The device was returned for evaluation. The manufacturing documentation for lot number 50035783 was reviewed and no anomalies were detected. The returned unit was visually and microscopically evaluated. The inflation lumen was clear. There is no information to suggest that there would have been any difficulty deflating the device. There was some damage to the outer, but it was not severe enough to prevent deflation. The physician had indicated that there was some difficulty removing the sleeve, however, there was no evidence to suggest that damage was caused as a result of this. A definitive root cause for the reported failure could not be identified.